Event description:
It was reported that during a laparoscopic gastric band, the device was used to perform the anastomosis between the stomach and the jejunum. The surgeon reported that the device fired distally and proximally, but there were no staples in the middle on one side. The anastomosis was handsewn, leak test performed and the case was completed. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time.

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6), 2008. Subsequently, patient was revised on (B)(6), 2010, due to groin pain and audible noises from the implant. The acetabular cup and modular head were removed and replaced. No further information has been provided to date.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.